Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the biliary artery. During deployment, the 10x80mm wallflex¿ biliary transhepatic stent was completely deployed. Difficulty was noted upon removal of the delivery system; it was hooked on part of the stent and could not be unhooked. The entire system, including the stent, was successfully removed from the patient. The procedure was completed with a 10mm x 60mm device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that removal difficulty occured. The target lesion was located in the biliary artery. During deployment, the 10x80mm wallflex¿ biliary transhepatic stent was completely deployed. Difficulty was noted upon removal of the delivery system; it was hooked on part of the stent and could not be unhooked. The entire system, including the stent, was successfully removed from the patient. The procedure was completed with a 10mm x 60mm device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was received at the complaint investigation site for analysis. The stent of the device was not returned. The stent delivery system was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).